Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain, lumbar radiculopathy, and cervical/neck stimulation. It was reported that the patient was in overdischarge. The rep was inquiring if MRI was possible with overdischarge. It was reported that the device could be at eos due to the age of the device. Further information was received from the rep stating that they were unable to get telemetry with the 8840. The patient was sedated and unable to provide history of the device. No actions planned or taken at this time. No symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.